Event description:
It was reported to philips that the device does not pass an operation test, and when an automatic test is run, a red "x" appears and the defibrillator makes a noise. There was no patient involvement.